Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system was out walking and received an inappropriate shock which resulted in chest pain. The patient was subsequently hospitalized. Boston scientific technical services (ts) was contacted and confirmed that the shock was delivered due to over-sensed non-physiologic noisy signals which made the patient's intrinsic rhythm difficult to distinguish. Thorough provocative maneuvers and diagnostic imaging was recommended to asses electrode integrity and complete insertion. These performed at the hospital which confirmed no obvious electrode fracture and complete insertion into the s-ICD header. The noisy signals were also not reproducible with provocative maneuvers. The physician elected to increase the shock zone and continue with close remote monitoring. The patient was discharged and no additional adverse patient effects were reported. The s-ICD system remains implanted and in-service.